Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No additional service info was provided.

Event description:
The customer reported that the system's live monitor would not work, the c-arm would not move, and there was a "movements deactivated" error message. No pt injury was reported.